Manufacturer narrative:
Batch review performed on 29 july 2019: lot 185176: (B)(4) items manufactured and released on 12-jun-2018. Expiration date: 2023-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 188509. Batch review performed on 29 july 2019: lot 188509: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came had a dislocation of the head from the liner. About 1 month after primary the surgeon revised the 36mm biolox delta head s with a 36mm biolox option head and the mpact flat liner hc 36/e with a mpact hooded liner hc 36/e. The surgery was completed successfully.